Manufacturer narrative:
A review of the last three (3) product monitoring review's for trends indicated no trends for this issue on this product. The historical complaint data from (B)(6) 2015 to (B)(6) 2017 was reviewed as it relates to reports for product number mm61130030. A total of two (2) complaints, including this one, were reported. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed a product malfunction. No harm was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
Complaint received from a doctor reporting that "the tube easily bends/folds when it is kept under the warmer causing the ett to widen and block air from entering baby's lung. This is the case with all tubes the hospital has tried. Number of babies affected by this incident is unknown at the moment. The complaint is not for 1 specific patient (baby), almost all the tubes used by the nicu ward experienced similar issues with the same product." No harm was reported and no further information is available at this time.